Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: as rebooting. The bedside nurse was manually ventilating via a mapleson c circuit. A new ventilator was set up and replaced the faulty ventilator. While checking the event log on the faulty ventilator - at 0800 it was noted 'apvsimv=>standby' and 'standby on' unsure why this has happened as no one had physically put the ventilator on standby or turned it off. Several attempts were made to turn the ventilator off but it failed to do so. The ventilator has been removed from clinical area, marked faulty. Summary: device entered standby without interaction.